Event description:
It was reported that the patient felt that she was intermittently overdosing. The patient was admitted for lethargy and weakness. It was unknown when the symptoms began. The manufacturer representative was asked to interrogate the pump on the day of the report to know what drug was in the pump. The pump was replaced on (B)(6) 2014. The healthcare provider (hcp) believed that something on the catheter tip was seen by MRI. The pump was used to deliver morphine and marcaine. It was later reported that it was unknown what was exactly seen on the MRI. There was no reported volume discrepancy.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown. Analysis of the pump, serial number (B)(4), found no anomaly. Analysis of the catheter, serial number (B)(4), found a no n-significant catheter body slice/cut. Analysis of an unknown catheter found catheter body dark residue occlusion in dispensing holes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.